Event description:
It was reported that the wake button was delayed in responding to touch. Customer will continue to use the pump for insulin therapy. It was also reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 380 mg/dl

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.